Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-00740 pertains to the first flexiva 200 tractip laser fiber and manufacturer report # 3005099803-2016-00741 pertains to the second flexiva 200 tractip laser fiber. It was reported to boston scientific corporation on march 3, 2016 that two flexiva 200 tractip laser fibers were used in the ureter during a ureteroscopy procedure performed on an unknown date. Reportedly, the laser unit used was a lumenis versapulse p20 console. According to the complainant, during the procedure and inside the patient, the laser fiber connector (MFR report # 3005099803-2016-00740) overheated and a cracking sound was heard. The laser unit was turned off and it was found that the blast shield was damaged. A second laser fiber (MFR report # 3005099803-2016-00741) was used and the same thing happened. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.